Event description:
An aneurx bifurcated stent graft and its components were successfully implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the final angiogram revealed perfect implantation results. There were no endoleaks or blushing on the final angiogram. The physician had checked the patient the following morning; signed papers that the pt could be discharged from the hospital. However, later that morning, the pt bled out and expired. The family refused to have an autopsy and the cause of the bleeding is unknown.